Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to his device was not functioning as expected. Inspection revealed lack of fluid in the reservoir and air was present; suggesting a fluid leak in the ipp system. All components were removed and replaced without patient complications. Surgery results were good and the patient is set to fully recover.